Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient was revised. Patient's right hip was done in 1998. There is no implant record or op report found. Surgeon revised the right hip, bone grafted, and used a smith and nephew cemented liner. The mcs cup was retained and new 11/13 head implanted. X-ray and images were received, no other information available. Patient last known to be in stable condition.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g6, h2 and h6 have been updated accordingly. Section b5: additional information received indicates that patient had a revision due to pain, poly wear and osteolysis. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h1, h2, h3 and h6 have been updated accordingly. The revision reported was likely the result of long-term prosthesis wear and subsequent osteolysis due to 25 years of implantation. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient was revised. Patient's right hip was done in 1998. There is no implant record or op report found. Surgeon revised the right hip, bone grafted, and used a smith and nephew cemented liner. The mcs cup was retained and new 11/13 head implanted. X-ray and images were received, no other information available. Patient last known to be in stable condition.